Event description:
Pt was revised to address knee pain with reduced flexion which appeared in varus alignment on x-ray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.